Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to normal eri, externalized conductors were observed on the rv lead. The lead functioned normally. Physician elected to cap and replace the lead during procedure on (B)(6) 2017. Patient¿s condition was stable post-procedure.